Event description:
Pt had jejunal feeding tube inserted via a gastrostomy tube. Twenty-one days later tube was noted to be missing. X-ray confirmed tube in pt's bowel. Unable to retrieve with scope. Pt passed tube rectally some days later. Adapter end had separated from tube. In february same incident happened with same pt; that tube is not available for examination - was retrieved via scope.